Event description:
The patient was on the ventilator for a few minutes when the vent screen went blank and then the vent went into failure. The patient was removed unharmed from the vent, bagged with an ambu bag, and another vent was retrieved and attached to the patient. Her spo2 never dropped.